Event description:
The customer reported that an 840 ventilator had an erratic display. The customer reported to have replaced the graphic user interface cpu pcb. The unit passed extended self-testing. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.